Manufacturer narrative:
Additional information was received that the patient had an infection at the ipg site. The physician did not believed infection to be device or procedure related. There will be no further course of action.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Explant date: between (B)(6) 2018. Model number/catalog number: sc-9218-15; serial number: (B)(4), batch/lot number: 20865438/20865438; model/catalog description: precision m8 adapter 15cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection.